Event description:
It was reported that prior to surgery the unit did not power on when plugged into the power source. There was no patient involvement. Due diligence is complete. No additional information is available. At product evaluation investigation the motor ran below specifications. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial / final report submission. Review of the most recent repair record determined the motor ran below specifications. The motor, switch, and plug harness assembly were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.